Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the manufacturer representative suspected that the patient¿s ins was overdischarged due to non-compliance. The patient reported that they couldn¿t charge their ins. An appointment was set up to perform a physician mode reset. It was reported that the patient is meeting with their doctor on (B)(6) 2018 to discuss device explant. It was reported that the patient's doctor agreed to replace the battery due to the overdischarge and failure to recover the battery from the overdischarged state. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported the surgery date has not been scheduled yet. The ins will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the physician was unable to pull both leads out of the old implantable neurostimulator during battery replacement. 1 partial lead point of the 39565 was cut and left in the old implantable neurostimulator for analysis. The reason for replacement was too many overdischarges and it was unrecoverable. The patient recovered without sequela from the surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation: product ID 39565-65 lot# serial# (B)(4) implanted: explanted: product type lead product ID 39565-65 lot# serial# (B)(4) implanted: explanted: product type lead section reflects both the main component and other applicable component's codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that during the surgery, the healthcare provider (hcp) was unable to get the leads out of the 37714 after loosening the set screw. It was as if something was clamped down on them. The hcp was able to get one side out and it appeared discolored and swollen. The other side (8-15), the hcp was unable to get out and had to cut it. The hcp inserted one side into the new replacement neurostimulator (ins) before the case. The manufacturer's representative (rep) stated his only viable programming options were 0, 1, 5, 6. 37714 with the 8-15 cut lead to be sent back for analysis. The rep reported they are hoping to get the 37714/tail of the lead which was still stuck in the ins analyzed. The hcp would like the findings. The rep reported that the hcp sated there was clear fluid on top of the battery site at the beginning of the case; in between the electrode contacts of the distal end of the lead looked discolored on the wire. The rep stated that to clarify, only the 0-7 part of the 565 lead is connected to the 97715 now with only 0,1,5 and 6 within normal impedances. Patient is getting stimulation in areas of pain, but not sure if will help overall with her pattern. Patient to see hcp at 2 week post-op. Hcp will see how programming after surgery is doing for the patient's pain relief. If it is not helping, hcp will discuss replace of paddle with a new one.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the implantable neurostimulator had a reduced battery capacity due to ove rdischarges. Analysis of the partially explanted lead found that there was degraded insulation on the lead. If information is provided in the future, a supplemental report will be issued.